Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeon that the patient was complaining of hip pain. Patient was unable to tell who performed the original procedure and where it was performed. After reviewing the patients xrays, surgeon felt the acetabular components needed to be revised. The femoral components seemed to be stable and appropriately positioned. The acetabulum was an old srom super cup. I was unable to read item and lot numbers on the implants. Unable to identify the cup, liner and peripheral screw sizes. Once the cup was removed, surgeon reamed the acetabulum to a 58, and implanted a 58mm multi-hole gription cup. A neutral 58x36mm liner was implanted and a 36mm +6 head was trialed. The hip was found to be stable and of appropriate length, so the real head was opened and implanted. The closing process began. Original implant date unknown. No surgical delay. Doi: unknown; dor: (B)(6) 2020; left hip.